Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, system was not recognizing the bipolar maryland forceps instrument and nothing fell into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found that the instrument was successfully recognized the system. The pogo pins do not stick and are not contaminated. The instrument was able to move intuitively with a full range of motion in all directions and the grips opened and closed properly. Engineering also observed that the distal end of the main tube was a 1.5 inch long section with light material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.